Manufacturer narrative:
The customer's report was observed during initial testing. However, the device was put through extensive including using test electrode pads and test port without duplicating the report. The analog board shields were replaced as a pre-caution. The device was recertified and returned to the customer. The electrode pads and multifunction cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.